Event description:
Information was received indicating that during use of a 100 ml smiths medical cadd medication cassette with flow stop, the cadd legacy pump exhibited a "no disposable, pump won't run" alarm. Per reporter the reservoir volume was 32 ml. It was reported that the tubing on top of the cassette was noted to be pinched. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).